Manufacturer narrative:
Product ID 37742, serial# (B)(4); product type programmer, patient product ID 3708320, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3708320, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3887-45, lot# j0406607v, implanted: 2004 (B)(6); product type lead product ID 3887-45, lot# j0406607v, implanted: 2004 (B)(6); product type lead. (B)(4).

Event description:
It was initially reported, the patient had a spinal cord stimulator since 2006 for rsd. It only covered her left lower extremity, but she now had rsd body-wide. The patient was having severe back pain where the anchor was placed in the center of her back. It was reported that the pain had pretty much stopped her from doing anything. It was noted that it especially hurt when sitting, standing and walking. Additional information received reported that the cause of the event was unknown. It was noted that the patient had impedances of over 3600 ohms on electrodes eight to 11. The patient was reprogrammed on (B)(6) 2013, and program a1 gave stimulation in the lower left extremity and program a3 was not used because impedances were 3600 ohms on all electrodes. It was noted that the patient was being referred for a pump trial. No patient injury was reported. It was noted that the stimulation was placed for rsd of the lower left extremity and patient had symptoms of disease progression.